Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5098149) on 22-dec-2020. The most recent information was received on 06-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril), omeprazole (protonix) and pregabalin (lyrica). On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), inflammation ("inflammation") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and inflammation had resolved and the allergy to metals outcome was unknown. The reporter considered allergy to metals, inflammation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: this case will be deleted from bayer pv database because this is a duplicate from 2020-206932 case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5098149) on 22-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril), omeprazole (protonix) and pregabalin (lyrica). On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), inflammation ("inflammation") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and inflammation had resolved and the allergy to metals outcome was unknown. The reporter considered allergy to metals, inflammation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.